Event description:
It was reported that the patient's artificial urinary sphincter (aus) eroded, therefore, the cuff was explanted, the other components remained implanted. A new cuff was implanted about nine months after the previous cuff was explanted. No information was provided about the patient's outcome. No more information is available at the moment, additional information will be provided as it becomes available.